Manufacturer narrative:
(B)(4). Date sent: 11/8/2023. D4 batch #: a9c04z. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the distal guide weld broken and the shaft insulator damaged. In addition, the top jaw is not missing as reported. Due to the damage to the distal guide, the jaws could not open and the knife did not advance. No, all functional tests could be performed with the generator. The damage to the distal guide was not enough to prevent the jaws to open and close as expected. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. Please refer to the IFU for proper handling of the device, note that ¿caution: do not grasp tissue beyond the electrode surface, in the hinge of the jaws. Do not overfill the jaws of the instrument with tissue. This could result in difficulty opening the jaws, partially cutting tissue, and unintended injury. A manufacturing record evaluation was performed for the finished device batch a9c04z, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/4/2023. D4 batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic ovarian cystectomy the jaw broke. A new device was used to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 10/26/2023.